Event description:
Prior to a software upgrade, the zimmer biomet clinical representative noticed that one of the usb ports on the rear panel of the robot stand is not functioning. During the update, everything was disconnected and reconnected to the pc and the port remained non-functioning. The specific port is directly adjacent to the optical distance sensor switch.

Manufacturer narrative:
It was reported that during a preventive maintenance one of the usb ports on the robot stand rear panel was found to be not functional. Reportedly, everything was disconnected and reconnected to the rosa pc by the clinical rep and the port remained non-functioning. On this occasion, the root cause of the reported event can not be determined, but seems to be linked to a usb port component failure.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Prior to a software upgrade, the zimmer biomet clinical representative noticed that one of the usb ports on the rear panel of the robot stand is not functioning. During the update, everything was disconnected and reconnected to the pc and the port remained non-functioning. The specific port is directly adjacent to the optical distance sensor switch.